Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported pain at the device implant site about two months post-implant. The suspected cause was the position of the s-ICD device. The patient's oral medication was adjusted and the issue was considered resolved the following week. No adverse patient effects were reported. The device remains implanted and in service. On (B)(6) 2025 the patient again reported pain at the implant site, and on (B)(6) surgical intervention was performed to reposition the device. No additional adverse patient effects were reported. The device remains implanted and in service and the issue was considered resolved. It was later reported that x-rays had been performed as part of the device repositioning procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported pain at the device implant site about two months post-implant. The suspected cause was the position of the s-ICD device. The patient's oral medication was adjusted and the issue was considered resolved the following week. No adverse patient effects were reported. The device remains implanted and in service. On (B)(6) 2025 the patient again reported pain at the implant site, and on (B)(6) surgical intervention was performed to reposition the device. No additional adverse patient effects were reported. The device remains implanted and in service and the issue was considered resolved.